Event description:
It was reported that a cancelled procedure occurred. A polaris mobile 120v was used as the console to view the target lesion. It was noted that the patient was sedated. During percutaneous coronary intervention, the polaris screen displayed startup failure and acquisition pc not powered on. Therefore, the procedure was cancelled. No patient complications were reported.